Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that pump did not vibrate and she got audible beeps for alarms. Customer's blood glucose was unknown at time of incident. Customer perform self test and pump did not vibrate during the vibrate test portion of the self test. Customer advised to revert to back up plan as per hcp's instructions. Insulin pump will be return for analysis and will be replaced.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, unit failed to vibrate during self test isolated to vibrator motor. Unit received with minor scratched display window and case.